Event description:
It was reported by service report that the footboard displayed an error code for the local bed status. The customer could not determine if there was patient involvement or if there were adverse consequences to report.